Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information appeared incorrectly on the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient information was showing wrong on the server. A technical support specialist (tss) dialed into the server. Using the medical record number provided by the customer, the tss was able to view the correct patient information that was expected to appear on the server. The tss could not locate any incorrect patient associated with the same account number, as reported by the customer. The tss spoke with the user regarding the issue, and the user confirmed that the issue had already been resolved. The system functioned as intended after the issue was resolved. D4 and h4: serial number, unique device identifier and manufacturer date not available.